Event description:
It was reported that high impedance with resultant low output current was observed on the patient's device. The patient's output current was lowered as a result. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information received noting that the patient presented with low impedance in february. The patient later had their device disabled in march. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent surgery and the surgeon did not want to replace the leads and instead decided to repair the leads using a drainage catheter and surgical glue. Two slits were found in the protective coating in the lead. Slits were about 4 inches where it plugs into the generator. Once a new generator was connected high impedance was still observed, 9000 ohms, and the surgeon still did not want to change the leads so they closed the patient leaving them with high impedance. The explanted generator has not been received by product analysis to date.